Event description:
Noticed foley began to leak by the drainage bag. New foley inserted. There are 2 numbers on the catheter not sure which one is lot # 119316m and the other number is ngev3427. FDA safety report ID# (B)(4).